Manufacturer narrative:
Qn#(B)(4). The reported complaint of possible blood backup is not confirmed. The product was not returned for investigation. The field service agent inspected the pump after the case and found no trace of blood. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that "we have a unit with ruptured balloon. We don't see any blood leaked into the pump, but we do have some fluid in lines ". Additional information states that the issue happened during use on a patient and the pump was swapped with another. The patient's current condition is "unknown".

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that "we have a unit with ruptured balloon. We don't see any blood leaked into the pump, but we do have some fluid in lines ". Additional information states that the issue happened during use on a patient and the pump was swapped with another. The patient's current condition is "unknown".